Event description:
It was reported, "vat cns has been hearing from other vat accounts and clinical products that t piece leaking and entrains air on aspiration. Issue known to bd mds management and quality and safety. Customer unhappy with impending change. They are yet to see this but are due for a delivery of piccs tomorrow. Feels inexperienced dr and nurses may not recognize air in system and this may inadvertently be injected into a patient¿s bloodstream. I referred the customer to the IFU and explained aspirating on the syringe while the wire is still insitu is not recommended. She challenged me and said the IFU only describes what happens in an uneventful insertion and when the procedure goes without complications. This is not always the case." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation